Event description:
It was reported that during a therapeutic esophageal banding procedure, the subject device retroflexed back on itself in the patient's esophagus, forming a j shape and it took the customer about an hour to remove the scope from the patient. The customer does not believe there was any perforation with the patient, but the patient was sent off to get an esophagogram. There were no reports of patient harm. Additional information was requested but no further information was received at this time.

Event description:
It was reported that the customer was using a non-olympus bander in conjunction with the scope. Additional information received from the customer indicated that it was undetermined what caused the scope to retroflex back on itself in the patient's esophagus, but it was believed that the banding cap attachment and tortuous esophagus may have contributed. It took an hour to remove the scope because the scope was not easily removed, and physicians were trying to avoid perforation. There were no complications from the prolonged procedure and the patient remained hemodynamically stable. The patient was under monitored anesthesia care during the procedure. The esophagogram was normal, and the patient was discharged home the day of the procedure. This report is being supplemented to provide additional information received through follow-up and correction to the initial medwatch for information inadvertently left out in b5.